Event description:
Revision surgery - due to the patient falling and fracturing their ulna, which protruded through the bone and into the soft tissue.

Manufacturer narrative:
The reason for this revision surgery was a fractured ulna. The length of in-vivo service of the implant is unknown since an original surgery date could not be established. The patient fell and fractured their ulna which protruded through the bone and into the soft tissue. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history record and investigation history was not conducted since a lot number was not provided or could be established for the original explanted part. A search the djo surgical patient database was not conducted since biomet products and surgeries are not included at this time in the historical records. This event is deemed to be non-product related. The report of this complaint states the patient fell and fractured the ulna. The surgeon reported no issues associated with the explanted product, the complaint evaluation is limited in scope since the part (s) associated with this complaint was not returned to djo surgical for evaluation. The surgery was completed as intended and without incident. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.